Event description:
Reportedly, an oxygen sensor error occurred during calibration. No pt involvement reported. The oxygen sensor was replaced, which resolved the reported issue.

Manufacturer narrative:
(B)(4).